Event description:
It was reported that prior to the procedure it was noted that the product inside the package was a different size thatn what was indicated on the product label. No pt injury or complications were reported.